Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she believes that her leads disconnected from the ins because when she was getting out of bed 4-5 days ago she had a "really strong feeling back there that felt like a ripping." Caller states that she has been unable to connect to her therapy settings since this occurred. Pat agent reviewed proper placement of the external equipment and the caller successfully connected to her therapy settings (on p1 at 0.7v). Caller states she isn't sure if the shocking was physical or a mental shock, all she knows is that she hasn't felt that kind of pain in a while and she was very uncomfortable. Caller states that the pain has subsided, but a couple of days ago she felt the shocking again. The caller did not make any adjustments on the call since the shocking wasn't constant and states that she will follow-up with her hcp and pat agent reviewed that if the shocking persists to decrease stimulation or turn stim off until seen by the hcp if desired by the caller. No further complications were noted or anticipated.